Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, unable to test, box damage. Crushed brake cap and broken micro switch making it unable to be tested. Extreme visual damage to the shipping box. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, unable to test, box damage. Crushed brake cap and broken micro switch making it unable to be tested. Extreme visual damage to the shipping box. Dealer states that the left motor is making a high pitch grinding noise and the motor also pulls to the right.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the left motor is making a high pitch grinding noise and the motor also pulls to the right.